Event description:
Boston scientific neurovascular became aware of an event where the subject device had already detached inside the catheter. No complications with the patient were reported to have occurred during this event.